Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. The ra lead is a competitor product. Technical services (ts) was consulted and offered the health care professional (hcp) programming options. The hcp will plan to discuss with following physician. At this time, the device system remains in service. No adverse patient effects were reoorted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).